Manufacturer narrative:
Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was admitted from home on (B)(6) 2016 with complain of melena. On (B)(6) 2016, patient was taken for egd and c-scope, both of which were negative for any active bleeding. A video capsule endoscopy on (B)(6) was also negative. The patient was restarted on warfarin and asa on (B)(6). The patient was discharged home on (B)(6) 2016 on asa 325 mg and warfarin with an inr goal of 2.0-2.5. To date, the patient has been doing well at home with no further bleeding episodes. No additional information available.